Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead could not extend. The lead was not used. No patient complications have been reported as a result of this event.